Manufacturer narrative:
Investigation summary: bd received forty-five (45) samples and six (6) photos for investigation. The photos were reviewed and the indicated failure mode for sleeve function defects was observed. The samples were visually observed and found to have a blunt np cannula on two (2) out of forty-five (45) samples, which leads to sleeve function defects. Additionally, thirty (30) retention samples from bd inventory, were evaluated by visual examination and the issue of blunt np cannula was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of sleeve function defects. Bd determined that the root cause of the indicated failure mode was attributed to the blunt np cannula. Bd is working with the cannula supplier to improve cannula quality. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: the sleeve got caught and was not inserted appropriately into the tube.